Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was a poor staple formation and incomplete staple line proximally. It was reported that there were five reloads that had the same issue wherein the staple did not continue firing when a few first staples popped out and could not continue and had caused serosal tears. A new handle together with a sixth reload was used to complete the procedure. It was also noted that there was tissue loss and tissue damage.